Event description:
Doctor reported infection with inflammation at tooth sites 36 and 37. There was apical radiolucency at both implants. Patient referred pain. Doctor performed augmentation. Additional products were used during removing/augmentation: puros allograft blend, stitch, etc.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D10: concomitant medical product and therapy dates: tsvwb13, impl tapered scr-v sbm 4. 7mm 4.5mm 13mm, lot number: 1253745. G4: premarket identification: k011028/k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. H3 other text : summary investigation.